Manufacturer narrative:
(B)(4). Batch # p57p0d. Investigation summary: the ec60a device was received for analysis with no visual non-conformances and with two cartridges reloads present. The cartridge reload (b) was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The cartridge reload (c) was returned with the pan damaged at right proximal side and 12 drivers out of position making the reload non-functional. This damage is consistent with an improper loading of the reload. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire farther. During the lobectomy, could not fire farther after fired a half, both for ecr60b and ecr60g. Another device was used to complete the surgery. There were no adverse consequences to the patient.